Event description:
It was reported that within a couple weeks of implant, the right ventricular (rv) lead exhibited small r-waves, and the right atrial (ra) lead was found to have dislodged and fallen into the ventricle. Both leads were repositioned, and remain in use. No patient complications have been reported as a result of this event.